Event description:
It was reported while using bd alaris pump module smartsite infusion set there was backflow. There was no report of patient impact. The following information was provided by the initial reporter: during my investigation on the following over infusion complaint, it was observed during functional testing of the returned set model 2420-0007 lot unknown that a backflow was observed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was backflow. There was no report of patient impact. The following information was provided by the initial reporter: during my investigation on the following over infusion complaint, it was observed during functional testing of the returned set model 2420-0007 lot unknown that a backflow was observed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jan-2023 h6: investigation summary one sample was returned by the customer and investigated along with one photo of the primary tubing and secondary tubing received for the device investigation was returned. It was reported by customer that "backflow was observed". During functional testing, the set was tested for backflow and silicone was tested for concentricity per san diego test procedure. It was noted that there was a check valve failure (backflow observed during testing). A quality notification has been sent to the supplier, and the sample has been sent for further investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. After investigation, the potential root cause for back flow is due to the particles in check valve is related to contamination during the proximal automated machine process generated for the same component.